Manufacturer narrative:
The customer did not provide any additional information for the investigation. The retention material of lot 755153 was measured on a cobas u411 analyzer at the investigation site with 0-native-urine, a leukocytes-dilution series, and biorad liquichek. The retention material of lot 755153, was checked by visual reading with 0-native-urine, a leukocytes-dilution series, and biorad liquichek. The results fulfill the requirements. No false negative results were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant negative results for 1 patient tested with the combur 10 test m urine test strip on a cobas u411 urine analyzer. The sample obtained a negative result when tested on the instrument. The leucocytes result from the urine test strip was 100 leucocytes/ l (checked by visual verification). The qc was performed and it also obtained negative results.

Manufacturer narrative:
The cobas u411 urine analyzer serial number was (B)(6) the test strips were requested for investigation. One vial of combur 10 test m test strips lot number 74839702 was received for investigation. The retention material of lot number 74839700 and the customer material of lot number 74839702 were measured on a cobas u411 analyzer and were checked by visual reading with native urine, a leukocytes-dilution series, and biorad liquichek lv 2 number 98012 and the results were within specifications. The investigation is ongoing.